Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the act and esc buttons are not responding and the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 395 mg/dl; she would be treating soon. She also mentioned she experienced low blood glucose in the morning and treated with soda. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.